Manufacturer narrative:
Upon further investigation of the event, it was determined the issue might have been caused by the worn waste nozzle no patients were harmed or treated based on these results. No adverse events were reported.

Event description:
The user received questionable ion selective electrode (ise) sodium results for 15 patient samples from the modular analytic core analyzer serial number (B)(4) that were discovered due to low anion gap results. Repeat testing was performed on modular analytic core analyzer serial number (B)(4). Of the data provided, the results for six patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 129 and the repeat result was 136. Patient sample 2 initial result was 134 and the repeat result was 140. Patient sample 3 initial result was 128 and the repeat result was 137. Patient sample 4 initial result was 128 and the repeat result was 137. Patient sample 5 initial result was 131 and the repeat result was 138. Patient sample 6 initial result was 133 and the repeat result was 140. All initial results were reported outside the laboratory. No patients were adversely affected. A corrected report was issued for patient sample 4 only. There was no change in treatment, condition or medications due to the initial results. Upon evaluation of the analyzer, the field service representative determined there was a defective ise sample probe and replaced it. To verify the analyzer operation, he ran successful calibrations and the user ran successful quality control.

Manufacturer narrative:
Another assay related to this event was reported in the medwatch report with patient identifier: (B)(6).